Manufacturer narrative:
(B)(4). - initial MDR submission with device evaluation it was reported needles with a white coating were found. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos are packaging blisters with a needle assembly inside each blister, and an epoxy drip over on the needle hubs. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator inducing the drip over. A device history record review was completed for provided material number 305211, lot 3031678. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
During the combination product assembly process at roche kaiseraugst, filter needles having a white coating were found. Please see the attached pictures for your reference. No further information was available. This complaint is a notification only. Please acknowledge the receipt of the complaint.

Event description:
No additional information received. During the combination product assembly process at (B)(6), filter needles having a white coating were found. Please see the attached pictures for your reference. No further information was available. This complaint is a notification only. Please acknowledge the receipt of the complaint.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation: it was reported needles with a white coating were found. To aid in the investigation, six hundred six samples with packaging blisters and two photos were provided for evaluation by our quality team. One hundred twenty-five samples were randomly selected for investigation. A visual inspection was performed. Four samples have an epoxy drip over on the needle hub and two samples have an epoxy drip over on the needle. The epoxy located at the needle hub-needle joint is within specification. The photos provided show packaging blisters with a needle assembly inside each blister, and an epoxy drip over on the needle hubs. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator inducing the drip over. A device history record review was completed for provided material number 305211, lot 3031678. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.